Manufacturer narrative:
The sample was collected in a greiner lithium heparin plasma gel tube. The sample was centrifuged at 5,000 rpm. Qc was run before and after the event and was within the customer's established ranges. Service was offered to the customer, but it was declined. A sample form the patient was sent to customer product line support (cpls) for additional testing. Cpls testing confirmed a patient source interferent which is the root cause of this event.

Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accu tni) result, above the ami cut off, generated by the unicel dxi 800 access immunoassay system for one patient. The patient sample was tested for troponin using an alternate methodology and obtained result was within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.